Event description:
A report was received that the patient was explanted due to an infection at the lead and pocket site. The patient's symptoms were redness, swelling and oozing. The physician believes that the infection was device related and prescribed the patient oral antibiotics. The patient is doing well following the explant.

Event description:
A report was received that the patient was explanted due to an infection at the lead and pocket site. The patient's symptoms were redness, swelling and oozing. The physician believes that the infection was device related and prescribed the patient oral antibiotics. The patient is doing well following the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm model # sc-3138-25 (B)(4) description: phase iii lead extension - 25 cm.

Manufacturer narrative:
The explanted ipg passed visual and performance test done. No anomalies were noted. Visual inspection of the leads and lead extensions found no anomalies or parts missing. A review of the sterilization documentation for all explanted items found them to be satisfactory.